Manufacturer narrative:
.

Event description:
The customer sent the device to the service center for preventive maintenance. There wasn't any patient involvement.

Event description:
The customer sent the device to the service center for preventive maintenance. There wasn't any patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.